Event description:
It was reported that the pt presented with a mi of the rca in 1999, and then an ami of the mid circumflex in 1999. Another company's stent was being deployed in the circumflex when the pt coughed vigorously, several times, and an aortic dissection occurred. Intracoronary drugs were administered: epinephrine was given for blood pressure, the pt was intubated and a pericardiocentesis was performed. The pt died in the cath lab. A bmw guide wire and a gemini balloon catheter were being used at the time of this procedure. There is no reported problem with either the bmw guide wire or the gemini balloon catheter.